Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: ¿ stress marks observed on the device.

Event description:
Healthcare provider reported a right side rupture discovered during surgery. Capsulotomy performed. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral ruptures discovered during surgery.

Event description:
Healthcare provider reported a right side rupture discovered during surgery. The device has been explanted and replaced.